Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was frequently charging the ipg. The physician recommended to replace the battery or both the battery and the lead.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The ipg was replaced to enhance pain coverage. The patient was doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was frequently charging the ipg. The physician recommended to replace the battery or both the battery and the lead.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein the lead will be repositioned and ipg will be replaced.

Event description:
A report was received that the patient was frequently charging the ipg. The physician recommended to replace the battery or both the battery and the lead.